Event description:
Multiple staff across many days reported gloves ripping while putting the gloves on or during patient care. These rips occurred in different areas of the gloves. This was under reported at first, we only started receiving reports when we asked people if they were also having issues. We received approximately 15 reports of ripped gloves over a 48-hour period. Appears most reports are for the size small, but people have also said larger sizes have broken for them.